Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from the tip of the device. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A close-up examination of the inner shaft identified damage.

Event description:
It was reported that a pinhole was found. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 4.0mm x 15mm wolverine cutting balloon was selected for endovascular thrombectomy (evt). During procedure, the wire did not go in smoothly causing discomfort. After removing it, inflation was attempted outside the body, but it was found to be leaking. Furthermore, a pinhole was found on the shaft of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.